Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 93 mg/dl, 106 mg/dl, and hi (greater than 600 mg/dl). No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.